Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output. Telemetry was restored after one full physician mode recharge. After the ins was fully recharged, it passed functional testing. According to the trace report taken from the ins, the battery depleted to the lock/sleep mode on (B)(6) 2014. A recharge was done (B)(6) 2014, however, it was not long enough to bring the ins battery out of the lock/sleep mode. There is no record that the ins was recharged after this until it was received in the analysis lab. According to the trace report, the ins had experienced one overdischarge.

Event description:
Additional information received from the manufacturer representative reported that the patient had an explant on (B)(6). A prime advanced was implanted in replacement of the restore sensor.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The company representative (rep) further reported that it was unknown if there had been one strike or three strikes. The battery was unsalvageable after the first attempt.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was overdischarged at the time of report. The overdischarged state was confirmed with a physician programmer by the patient¿s healthcare provider (hcp). The patient was noted to have last charged their ins in (B)(6) 2015 and consequently ¿non-usage¿ was deemed to be the ¿cause of the discharge.¿ the patient first went to their hcp because they ¿couldn¿t turn the device on or charge it with a recharger.¿ four physician mode resets (pmrs) and two antenna locator tests were performed with the patient¿s ins; however ¿all failed.¿ x-ray imaging was performed and found the ins was not flipped. It was noted the patient was ¿awaiting explant and new implant¿ as of 11 days after initial report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).